Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that last night the pump was hot to touch. The patient stated there was no known trauma to the pump. The patient stated that the pump felt normal temperature prior to bed. The patient denied moisture and corrosion in battery compartment. The patient stated she disconnected and removed battery, found battery to be much hotter than pump, the patient threw battery away. The patient reported that when she woke up this am her blood glucose (bg) was hi on meter remote with severe lethargy and dry mouth. The patient discontinued use of the pump and corrected bg with a 10 units of novolog using syringe. The patient reported that her current bg was 183mg/dl. This report is made based on the allegation of hyperglycemic event due to an alleged hot pump issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings: the meter and battery were not returned with the pump for investigation. The pump powered on normally with functional auditory and vibratory features. A rewind, load, and prime sequence was successfully performed. A review of the black box showed unusual voltage fluctuation on (B)(6) 2013, from 156vp to 139vp. The pump was tested with an external power supply, with no issues occurring. The alleged over-heating was not duplicated during investigation. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump cover was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.